Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increasing sensing integrity counter (sic). The patient was seen in clinic and they were unable to reproduce the issue with isometrics and pocket manipulation. The device and lead were checked and the thresholds and impedances were in range. No intervention was done; the clinic will continue to monitor the patient. No patient complications have been reported as a result of this event.